Manufacturer narrative:
Additional information was received that the patient was experiencing new areas of pain and the revision was not address the pocket issue. It was noted that there was no skin erosion or potential signs of erosion and everything was healed perfectly normal.

Event description:
A report was received that after an implant procedure, the patient was experiencing increased low back pain after bending over and mild pain at battery incision site. It was mentioned that the patient fell. There was epidural lead damage noted due to fall. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction suspected.

Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-1132, serial #: (B)(4), description:precision spectra implantable pulse generator; model#: sc-4316, lot #: 17894796, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after an implant procedure, the patient was experiencing increased low back pain after bending over and mild pain at battery incision site. It was mentioned that the patient fell. There was epidural lead damage noted due to fall. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction suspected.